Manufacturer narrative:
Product ID 3889-28, lot# va11d1b. Product type lead. (B)(4) applies to the lead only. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient got the device checked and the lead migration turned out not be a device issue. The patient stated that she has an appointment to have the device replaced due to battery expiration. No further complications were reported. Additional information was received from a consumer. It was reported that cause of the battery expiration was caused by time; it was normal battery expiration. It was noted that the device replacement will happen in (B)(6) 2020, but the date is unknown at this time. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va11d1b, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 05-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient reported her stimulator lead moved and was notified of this issue a couple days ago. Patient was redirected to follow up with the healthcare provider. No symptoms were reported. No further complications were reported.